Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. The device was scrapped. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, the monitor image cut in and out when the cable was bumped or moved. It is unknown if a back-up device was used. No delay in the procedure was noted. No harm to patient or user was reported.